Event description:
It was reported by the patient that they experienced feeling different beats. It was further reported by the patient that they think that their both their pacing leads exhibited noise/artifact. The patient further mentioned that have noted a hard lump in their shoulder close to on one of their leads. The pacing leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.